Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments on (B)(6) 2021 to axillary puff and on (B)(6) 2021 to chest using coolcurve plus applicator and may have developed paradoxical adipose hyperplasia in the treated areas. Tissue was reported as softer and bigger.

Manufacturer narrative:
Corrected data: a4, a6, d1, d4, d8, g1, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained. According to the coolsculpting user manual, itching on the treatment area can occur immediately or a week or two after coolsculpting treatment. This expected and common side effect is temporary in nature and generally resolve within days or weeks after onset.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments on (B)(6) 2021 to axillary puff and on (B)(6) 2021 to chest using coolcurve plus applicator and may have developed paradoxical adipose hyperplasia in the treated areas. Tissue was reported as softer and bigger.